Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast implant surgery with mentor medical devices as a part of the cpg study (contour profile gel clinical, date of implant (B)(6) 2003) has experienced a breast implant rupture on the right side. It was also reported that the patient has experienced silicone granuloma on the left side. The mammogram examination confirmed both issues last year. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to right prosthesis.

Manufacturer narrative:
On october 12, 2020 mentor became aware that the initial report has incorrect d2 "common device name". Please see the correct common device name in this report. Manufacturer¿s reference number: (B)(4).